Event description:
It was reported that during a da vinci-assisted prostatectomy (radical extraperitoneal with lymphadenectomy procedure, the monopolar curved scissors (mcs) tip cover accessory (lot# l90220529) was damaged during use. The customer replaced with another tip cover accessory (lot# m90220326), which was also damaged. The customer used a third tip cover accessory. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the customer was unclear which part of the tip cover was damaged. There was no report of arcing or thermal damage. The instrument was inspected prior to use and no abnormality was found. The damage on the tip cover was found during intracorporeal manipulation. The instrument did not collide with any other instrument or tool during the procedure. The incident did not result in a patient injury or fragment fell inside of the patient. No photographic images of the device(s) or a video recording of the procedure were available for isi to review.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the mcs tip cover, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover was analyzed and found to have tearing at the mouth, on the proximal on the distal end. Tears are axially aligned with the tip cover and measure from 0.340¿ in length. There are no signs of thermal damage present at the end of an tears. Common causes of the failure mode tears/torn tip cover accessor are attributed to component failure. The probable root cause of a damaged tip cover is attribute to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions collisions that can lead to excessive wear resulting in tears. The monopolar curved scissors (mcs) instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory was damaged on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.